Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and bupivacaine at an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient had a bad time with the pump. The patient was constantly in pain and the pain was gradually getting worse and worse for months and months. It was noted that the pain started to get worse in (B)(6) 2015. In (B)(6) 2015, a catheter dye study was attempted, but the health care provider was unable to aspirate the catheter. They then realized that there was a catheter issue. On (B)(6) 2016, the patient's catheter was replaced due to the presence of a kink.

Event description:
Additional information was received from a healthcare provider (hcp). The reported date of onset of the event was (B)(6) 2016 (conflicting). The patient didn't experience any symptoms related to the catheter kink. The cause of the kink was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.